Manufacturer narrative:
The olympus representative contacted olympus technical assistance support (tac) via phone to inform tac of the event. No troubleshooting was performed. The device will be returned to olympus for evaluation. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the plastic distal tip on the single use mechanical lithotriptor v broke off as well as the luer fitting. The tip where the guidewire goes through was broken. The guidewire tip broke in the beginning of the procedure. The luer lock port broke at the end of the procedure. The plastic tip did not break off, just had a slice, and therefore would not hold the guidewire. The luer lock fitting came off with a syringe attached. Nothing fell into the patient. The customer was able to successfully complete the case with not much of a delay but was impaired by the damage to the device. The device was technically more difficult without use of the guidewire. No other devices were involved in the event. No devices were replaced during the procedure. The patient was under general anesthesia. No patient harm reported. The device was prepackaged for a one (1) time use. On planning for use, the product was removed from packaging.

Manufacturer narrative:
Per the legal manufacturer, there is no potential for these issues to cause or contribute to a death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the likely cause of the guide wire tip tear is due to the following: an attempt was made to insert the subject device to the endoscope while using the guide wire, the device was excessively angulated while inserting the guide wire into the guide wire tip, and a load beyond the resistance strength was applied to the guide wire tip. Regarding the missing injection port, the root cause could not be determined because the event details are unknown, and there were no abnormalities detected in the device history record (DHR). Due to design of the product, the injection port does not detach from the handle while normal use of the product. An excessive force might have been applied to the injection port, causing it to detach from the handle. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. This supplemental includes additional information added to. Olympus will continue to monitor field performance for this device.